Event description:
Hospitalized a month prior to the call for hypoglycemia reaction. The cause of high blood glucose was not identified. It was indicated that blood glucose were running high lately and the doctor believes the pump is not delivering properly. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the lead screw did not rotate completely. Advised the customer to disconnect from the pump and remain on back up until the replacement pump arrives.